Event description:
On (B) (6) 2010, patient reported lots of tiny air bubbles formed in her insulin cartridge since the cartridge change on (B) (6) 2010 leading to elevated blood glucose. Patient stated she changed her cartridge on (B) (6) 2010 and there were no air bubbles in the cartridge. Patient reported today her blood glucose increased to 390 mg/dl about an hour prior to her call; she delivered a correction bolus. Patient stated her blood glucose reading had dropped to 273 mg/dl while on the call. Patient was able to prime most of the air out of the insulin cartridge, but some air bubbles still remained. Patient stated she did not want to waste insulin priming them out. Patient reported the infusion adapter was last change "the first of the year". Recommended changing the adapter with every 10th cartridge change. Advised to change the adapter as soon as possible. On follow up call on (B) (6) 2010, patient reported she had not experienced any additional problems with air bubbles and she had not changed the infusion adapter yet, but will change it soon. Patient stated her blood glucose returned to normal but has been erratic due to illness. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.